Event description:
It was reported to olympus that a telescope had an internal break and the image was blurry. The reported issue was found during reprocessing of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (¿foreign¿ was inadvertently selected on the initial report). The customer's complaint was confirmed. Device evaluation discovered: bent outer tube and direction pin, broken fibers, broken lens in the optical system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.